Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.10 the company representative was able to replicate the reported event. The fluidics was replaced to address the reported issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported system message display, the event is attributed to the nonconforming fluidics. The root cause of the reported surgery postponement and rescheduling remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy surgery a system message(sm) was displayed and the procedure was aborted. Additional information has been requested. Additional information received indicating that procedure was aborted at the time of ophthalmic probe cutting. Secondary procedure was scheduled and it was completed successfully without patient harm or any adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).